Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's groin. Later (length of time not specified), bleeding was noted from the puncture site, therefore a femostop device was utilized with control of the bledding. Approx two to three days post procedure, the pt presented with complaints of "tingling" in her procedure leg. The pt was sent to neurology and given medication, however, her symptoms did not resolve. The pt later presented with claudication type symptoms, and underwent a doppler inflow study which identified an occluded common femoral artery. The pt was taken to surgery where the vessel was repaired. The pt reportedly tolerated the procedure well. As of 12/2/98 there has been no further report to the MFR of complication or pt sequelae.